Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual inspection was performed. The prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. The device did not work properly because when this happens, the internal components in the cannula spindle cannot slide properly. Fire testing was not conducted because trigger was completely jammed.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and absorbable straps were used. After firing the strap several times, the device began to misfire and spit the staples. A second device was used to complete the procedure with no adverse patient consequences.